Event description:
Boston scientific received information that during implant of this device, intermittent noise was exhibited. The boston scientific field representative confirmed, terminal pin underinsertion as the root cause contributor. No adverse patient effects resulted. The device remains implanted and in service with no further reported anomalies.

Manufacturer narrative:
As no additional information is expected, the investigation is complete. Should new information be received, the event will be updated and another report submitted.